Event description:
False negative result (s). We bought this because we couldn't get into the doctor to have him tested. We follow the instructions that everything the way it said it came back negative, so we took him to the doctor the next day thinking because it was negative he just has the flu. We were wrong he had covid the worst thing that we could hear his wife is pregnant a three old little baby at home and they have to all be quarantined together because they were all together overnight because it said he was negative. I would never buy this again I wouldn't want to put somebody else's family at risk.